Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain in pelvic area / pain in sides"), abdominal pain ("severe abdominal pain / pain in abdomen"), uterine haemorrhage ("excessive uterine bleeding") and genital haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") in a 26-year-old female patient who had essure (batch no. 626980,627077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic congestion syndrome, multigravida, parity 4 (((B)(6) 2001, (B)(6) 2005, (B)(6) 2008 and (B)(6) 2009).), anemia, anxiety, arthritis, depression, miscarriage and multigravida. Previously administered products included for an unreported indication: flexeril, tramadol and prenatal vitamins. Concurrent conditions included underweight, vaginal haemorrhage and skin irritation. Family history included hypertension (patients parents), diabetes mellitus (maternal grandmother), coronary artery disease (father) and cerebrovascular accident (father). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2017 to (B)(6) 2018, norethisterone (camila) and norethisterone (micronor). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 days after insertion of essure, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), the first episode of menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight gain / loss- fluctuating"). On (B)(6) 2009, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), the second episode of menorrhagia ("prolonged menses"), back pain ("severe back pain / pain in back"), migraine ("migraine headaches / migraine"), vaginal discharge ("irregular vaginal discharge"), headache ("migraines / headaches / pain in head"), musculoskeletal chest pain ("pain in ribs"), dysgeusia ("metallic taste") and dry mouth ("dry mouth"). The patient was treated with paracetamol (tylenol), ibuprofen, surgery (operative laparoscopy, partial bilateral salpingectomy) and surgery (operative laparoscopy, partial bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, the last episode of menorrhagia, back pain, migraine, vaginal discharge, dysgeusia and dry mouth had resolved, the uterine haemorrhage was resolving and the genital haemorrhage, headache, tooth disorder, vaginal haemorrhage, weight fluctuation, musculoskeletal chest pain and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dry mouth, dysgeusia, dysmenorrhoea, genital haemorrhage, headache, menstrual disorder, migraine, musculoskeletal chest pain, nausea, pelvic pain, tooth disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in 2010, she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. The first device placed in the left fallopian tube but did not open correctly, that device was removed without difficulty. The second device was placed in the right fallopian tube without difficulty. A second pack was opened and a third device was placed in the left fallopian tube without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion; in october 2009: fallopian tubes were bilaterally occluded current weight : 122 lbs. Approximate weight at the time of essure placement: 106.30 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, menorrhagia, dysmenorrhea, irregular menses. Lot numbers and exp/mfg dates lot number: 626980, manufacture date: (B)(6) 2008, expiration date: (B)(6) 2010. Lot number: 627077, manufacture date: (B)(6) 2008, expiration date: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain in pelvic area / pain in sides"), abdominal pain ("severe abdominal pain / pain in abdomen"), uterine haemorrhage ("excessive uterine bleeding") and genital haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") in a (B)(6) year-old female patient who had essure (batch no. 626980,627077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic congestion syndrome, multigravida, parity 4 (((B)(6) 2001, (B)(6) 2005, (B)(6) 2008 and (B)(6) 2009).), anemia, anxiety, arthritis, depression, recurrent abortion and vaginal delivery. Previously administered products included for an unreported indication: flexeril, tramadol and prenatal vitamins. Concurrent conditions included underweight, vaginal haemorrhage and skin irritation. Family history included hypertension (patients parents), diabetes mellitus (maternal grandmother), coronary artery disease (father) and cerebrovascular accident (father). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2017 to (B)(6) 2018, norethisterone (camila) and norethisterone (micronor). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 day after insertion of essure, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), the first episode of menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight gain / loss- fluctuating"). On (B)(6) 2009, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), the second episode of menorrhagia ("prolonged menses"), back pain ("severe back pain / pain in back"), migraine ("migraine headaches / migraine"), vaginal discharge ("irregular vaginal discharge"), headache ("migraines / headaches / pain in head"), musculoskeletal chest pain ("pain in ribs"), dysgeusia ("metallic taste") and dry mouth ("dry mouth"). The patient was treated with paracetamol (tylenol), ibuprofen, surgery (operative laparoscopy, partial bilateral salpingectomy) and surgery (operative laparoscopy, partial bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, the last episode of menorrhagia, back pain, migraine, vaginal discharge, dysgeusia and dry mouth had resolved, the uterine haemorrhage was resolving and the genital haemorrhage, headache, tooth disorder, vaginal haemorrhage, weight fluctuation, musculoskeletal chest pain and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dry mouth, dysgeusia, dysmenorrhoea, genital haemorrhage, headache, menstrual disorder, migraine, musculoskeletal chest pain, nausea, pelvic pain, tooth disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in 2010, she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better.the first device placed in the left fallopian tube but did not open correctly, that device was removed without difficulty. The second device was placed in the right fallopian tube without difficulty. A second pack was opened and a third device was placed in the left fallopian tube without difficulty diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion; in (B)(6) 2009: fallopian tubes were bilaterally occluded . Current weight : (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, menorrhagia, dysmenorrhea, irregular menses. Most recent follow-up information incorporated above includes: on 16-feb-2018: plantiff fact sheet & medical record recievd. Events headaches, abnormal bleeding, vaginal bleeding , menorrhagia, weight fluctuating, nausea, pain in pelvic area, pain in ribs, uterine bleeding are added. Lot number are added. Lab data updated. Concomitant & drug condition are added. Historical condition and drug are added. Product, patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, and (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), migraine ("migraine headaches") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (on (B)(6) 2017, underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, migraine and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in 2010, she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.